Event description:
It has been reported to co that during the procedure the wire of this device failed to advance. It was necessary to remove and replace the device in order to complete the procedure. The patient is reported as fine and the device is being returned for co analysis.